Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the front seal sing of the terminal connector was conducted. It was revealed that there was a front seal delamination on the is-1 connector. Analysis was able to confirm the allegations made in the field and no further analysis was performed.

Event description:
Boston scientific received information that during an implant procedure, the seal ring between the distal and proximal ring of this lead would not stay intact and kept rolling back while the lead was being inserted into the header of the device. Once the seal ring was removed, the lead was able to be implanted successfully. No adverse patient effects were reported.